Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. The right atrial lead exhibited high impedance. The physician decided not to take any action. The patient was in good condition and would be monitored remotely.

Manufacturer narrative:
.